Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the intensivist that the patient experienced low vaccum and pressure alarms. The intensivist proceeded to check the pump leads and tried to change the settings for vacuum and pressure; however, the alarms persisted. The patient was hand pumped and placed on back up driver without further incidents.

Manufacturer narrative:
The patient remains ongoing without further incident. The driver was serviced and the compressor was replaced. Once the driver met all acceptance testing, it was returned to the user. The compressor associated with the reported event will be analyzed by the manufacturer. No further information is available at this time.